Manufacturer narrative:
Device not returned

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer's blood glucose level ranged from 117-361 mg/dl. Customer loaded a new cartridge to address the issue.